Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to protruded loose drive support disk. No motor error alarm and the motor passed the motor test. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error alarm during bolus. No delivery alarm was also reported. Customer's blood glucose reading was reported to be 135 mg/dl. No further information reported.